Manufacturer narrative:
This event was already reported in MFR report # 3006630150-2016-02215.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.